Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. After the evaluation of the device, the third-party service center corrected the device and also determined that the secondary findings were observed. There were one error logged. The third-party service center concludes that they could confirm the customer's allegation. In addition to the above findings, it was also determined that the bottom enclosure damage . If any additional information is received, a follow up report will be filed."

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2025-041205. This report was submitted as a duplicate report of the previously submitted report.¿